Manufacturer narrative:
Part number: 357.402, synthes lot number: ft00508, supplier lot number: n/a, release to warehouse date: 05jun2017, expiration date: n/a, supplier: flextronics america llc. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The instrument was inspected, and the ball ø2.5 mm assembly and compression spring are missing from the construct preventing the device to function as intended. Document/specification review the following drawing(s) was reviewed: - locking bolt measuring device. - slider assembly. No design or manufacturing defect or deficiency was observed during the investigation. From the drawings in can be seen that the ball ø2.5 mm and compression spring are components of the instrument and therefore a conclusive determination has been reached. The overall complaint was not confirmed for the instrument as the device is missing the ball and spring components and is not broken. A definitive root cause for this complaint could not be determined. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the two (2) locking bolt measuring device for trochanteric fixation nails were broken during reverse logistics audit of returned device at millstone. There was no patient involvement and no additional information is available. This report involves one (1) locking bolt measuring device f/trochanteric fixation nails. This is report 1 of 2 for (B)(4).